Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and received low reservoir alarm. The customer's blood glucose was 480 mg/dl and current is 487 mg/dl. The customer treated high blood glucose with manual injection and drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.